Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens (iol) implantation the lens was broken. Additional information was requested but no new information was obtained.

Manufacturer narrative:
There are no other complaints in this lot. Viscoelastic was not provided. It is unknown if a qualified product was used. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes the manufacturer internal reference number is: (B)(4).